Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient received multiple inappropriate atp therapies due to supraventricular tachycardia being misdiagnosed as vt due to programming. Programming changes were made.